Event description:
The nurse reported a corneal burn occurred. The company sales representative stated the occlusion bell did sound and the surgeon tried to clear the tip. The surgeon proceeded with phaco with the occlusion bell sounding. Additional information received from the nurse stated the patient returned the following day for 2-3 sutures. The nurse stated they do not re-use tips. Multiple attempts were made for patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/16/2009.